Event description:
Spacelabs received a report from biomed that on (B)(6) 2022, a possible failure to alarm at central. A patient death was reported.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs was notified that a telemetry receiver module did not generate an alarm for a patient event. The customer biomedical engineer reported that the patient expired sometime between 2:00am and 2:05am.

Manufacturer narrative:
The biomedical engineer tested the equipment involved with the reported event and observed proper functionality. Our review of the patient's ics database record shows that at 1:22:11am on january 18, 2022, the telemetry receiver module generated a high priority low heart rate alarm as a result of the patient's heart rate dropping below 60 beats per minute (bpm). The low heart rate alarm lasted 17 seconds and concluded when the patient's heart rate increased above 60 bpm. The ics data shows that beginning at 1:56am on january 18, 2022,the patient's hr once again dropped below the known configured low heart rate alarm limit of 60 bpm and reached 0 bpm beginning at 2:00am. There are no alarms present in the database record for this event. The presence of heart rate values in the database record during the time of this event confirms that the telemetry receiver module was reading ECG, but the absence of any low heart rate or asystole alarms suggests that ECG alarms were manually disabled sometime after the low heart rate alarm concluded at 1:22:28am. This report is complete, and the issue is considered closed. H3 other text : placeholder.